Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the stockert compact system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump stopped prior to the case. A sorin rep evaluated the pump. The problem could not be reproduced. Sorin group (B)(4) requested that the equipment be returned for eval. The investigation is on-going. A follow-up report will be sent when the investigation is complete. There was no pt involvement. The facility reported the incident to the country's competent authority. This medwatch report is being filed as a result of this action.

Event description:
It was reported that prior to starting the ecc, the clinician turned on the level and bubble sensors. Pump one, which had no link to the sensors, suddenly stopped with an error message 63. The clinician attempted to restart the pump without success. There was no pt involvement, the incident occurred during prime.